Manufacturer narrative:
The customer¿s report that the tubing set separated was confirmed. During visual inspection it was observed that the silicone segment was completely separated from the lower fitment. No crush marks were observed on the upper and lower fitment. Further visual inspection of the separated silicone segment end noted o-ring indentations. No gaps on the silicone segment separation or any anomalies were noted during visual inspection functional testing was not performed as the customer's report was confirmed upon visual inspection. Dimensional testing was performed on the silicone segment tubing; the silicone segment was within specification. The root cause of the separation could not be definitively determined.

Event description:
It was reported that the primary infusion tubing set separated without any manipulation when attempting to disconnect the patient. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the primary infusion tubing set separated without any manipulation.